Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose value 598 mg/dl. The customer blood glucose level was 143 mg/dl at the time of incident and the current blood glucose level was 307 mg/dl. Customers other blood glucose value was 319 mg/dl. The customer was treated with manual injections. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Customer stated drive support cap appeared to be normal. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.